Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 425 mg/dl, which was treated with a manual injection. The customer was unable to troubleshoot at the time of the call and was advised to change the infusion set. The customer was advised that the infusion set would be replaced and did not return any products for analysis.